Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) that was implanted in their spine in 1991/92 and the nickel in the device caused them to have a severe reaction and had to be removed. The patient stated that they were ¿severely allergic¿ to nickel. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.